Event description:
On october 2, 2006, the lay user/reporter (patient's father) contaced lifescan (united kingdom) alleging that the patient's one touch ultrasmart meter was reading erratically and inaccurately high. The medical affairs specialist (mas) obtained the following information based on the customer care advocate's documentation. In 2006 (10:02pm), the patient obtained a "30.7 mmoi/l" meter reading and then took 4 extra units of novorapid insulin before going to bed. The next day, the patient obtained "19.4mmoi/l" (8:36am), "24.1 mmoi/l" (10:32am), and "22.2 mmoi/l" (12:57pm) and reportedly did not have any symptoms of high or low blood glucose symptoms. At 3:21pm, the patient first noticed that he was having hypoglycemic symptoms and tested on his meter, which read "17.8 mmoi/l". Twenty minutes later (3:41pm), the patient retested and got a "15.6 mmoi/l" on the reported meter and a "4.7 mmoi/l" on another one touch ultra meter using the same drop of blood and then administered self-care with "lucozade" a glucose drink. After having the glucose drink, the patient tested on an "accucheck" meter, but the reporter was unable to recall the result. The customer care advocate verified that the meter was correctly set to "mmoi/l", an approved sample source (finger) was used, and the correct testing/cleaning techniques were used. The reporter stated that he performed two control solution tests that failed. The reporter thinks the control solution range was "5.8-7.9 mmoi/l" and reported control solution test results of "15.4 and 14.5 mmoi/l". This complaint is being reported due to the following conclusions: the reported meter results did not correlate with the patient's symptoms. The control solution tests failed twice. The calculated difference between the reported meter and the one touch ultra exceeded the expected value of <=30% and/or <=30 mg/dl. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.